Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion of instruments on a laparoscopic procedure, the white seal on the toilet seat disengaged and fell into the patient¿s cavity. The device was fully retrieved. There was no patient injury.